Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50 x 20 mm synergy¿ drug-eluting stent was selected to treat the lesion. However, while the physician was removing the stent protector, the stent came off the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous, mr, 2.5x 20mm stent delivery system (sds) was returned. The stent dislodged from the sds and was not returned. It was reported that the stent came off the device outside the patient while the physician was removing the stent protector. The balloon cones were reviewed and no issues were noted. There was evidence of contrast medium inside the balloon. Balloon folds appeared relaxed. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside patient occurred. A 2.50x20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, while the physician was removing the stent protector, the stent came off the device. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.